Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient presented with sudden onset of pain 6/10 in left infra-pubic region. A bulge was evident at site. Upon exploration surgery the following day, the cylinders were seen bulging out of corporotomy [migration] and bending suprapubically causing discomfort and pain. The cylinders were reinserted and corporotomies resecured. There was no device malfunction.